Event description:
It was reported that balloon would not deflate. Two sealed units were received along with two tyvek bags that contained no product..

Manufacturer narrative:
Device was discarded at the hospital